Event description:
It was reported that the customer noticed insulin in the reservoir while changing the reservoir and it happened overnight. It was stated that the reservoir was discarded. The blood glucose reading was 16.9mmol/l. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.